Event description:
I would like to inform you about a leaking tube. Catheter leaking near the valve, obviously mechanically damaged. The tube was shortened and the valve changed.

Manufacturer narrative:
No physical sample was returned for analysis with the picture provided. This investigation was not able to further evaluate the reported failure mode through a physical sample analysis. Per the photograph the tubing has signs of wear and damage. However, without a sample an evaluation could not be performed to confirm failure mode (leakage). No issues were identified during manufacturing for the lot provided. Without a sample the investigation was unable identify a probable root cause. As the root cause was unable to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text : see narrative.

Manufacturer narrative:
Pr 1517539 initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
I would like to inform you about a leaking tube. Catheter leaking near the valve, obviously mechanically damaged. The tube was shortened and the valve changed.